Manufacturer narrative:
Date of this report: 6/1/1998. Evaluation summary: based on the info received, the pt's prosthesis were explanted due to silicone granulomas. Granulomas are non-cancerous lumps that can form when certain body cells surround foreign material, such as silicone. Like any lumps, they should be further evaluated to distinguish them from lumps that might be cancerous and may require a biopsy. Because of the class action and concerns of possible spoliation of evidence, mentor h/s is prohibited from conducting further physical evaluation of these covered devices should they be returned in the future. Should additional info and/or the devices become available to product evaluation, this complaint will be reevaluated at that time.

Event description:
The pt was bilaterally implanted with siltex becker 50 mammary prostheses on 3/4/1993, subsequently the pt experienced silicone granuloma in both breasts. The devices were removed on 1/22/1998.